Event description:
User had difficulty floating the catheter, possibly coiling in right atrium. It was reported that the catheter contributed to a dislodged permanant pacemaker lead (placed 1-2 weeks prior). Pt required intervention to correct dislodged lead. User stated pt later expired- unrelated to catheter event.